Event description:
The event (no image and b30 error) occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was evaluated by an olympus field service engineer (fse), and the customers complaint was confirmed. Additionally, the fse replaced the video processor connector as the latch did not function properly. Based on the results of the investigation, the probable cause of the reported event (b30 error and loss of image) could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image with b30 scope communication error message displayed. There were no reports of patient injury or medical intervention associated with this event.